Event description:
It is reported that the ball bearing is missing from the device and cannot be located.

Manufacturer narrative:
Evaluation summary- the hex on the attachment screw shows deformation marks indicating the possible dis-assembly of the device in the field. It is possible that the parts were not assembled back properly or the ball bearing was lost. Evidently, the problem is user caused. Evaluation codes- as returned, the device is missing a ball bearing from the hook feature of the device. The ball bearing was not returned with the complaint for review. The cam arm of the inserter is loose and it appears the device has been disassembled in the field. The device history records were reviewed and found to be intact and conforming, indicating the device was manufactured to specs. The reported malfunction has caused or contributed to a serious injury in the previous two years on a same or similar device. As a result, this report is being submitted in compliance with the medical device reporting for manufacturers guidance document published by the FDA in march of 1997.